Event description:
The customer reported to beckman coulter (bec) that there was a clenz leak of unknown volume from the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered that the tubing going through pinch valve (vl43/pv43) had a hole. The fse replaced the tubing, resolving the issue. The spill was cleaned using proper personal protective equipment (ppe). The fse indicated that the leak appears to have started at shutdown with cleaner being the fluid that leaked and then during a startup, isoton was leaking. Failure mode was attributed to a hole in the tubing at pinch valve pv43. Beckman internal number for this report is (B)(4).